Manufacturer narrative:
Section a3b, a4 and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded monofocal intraocular lens (iol) was implanted, the patient's postoperative myopia increased to -1.75d. The target reflex value selected was -0.2d. After the surgery, the patient also presented with anisometropia, and their vision appeared unusual. The patient also complained of dizziness and light-headedness. The postoperative intraocular pressure was high, and the patient was being monitored with eye drops to lower the intraocular pressure. Through follow-up, we learned that the intraocular pressure did not increase after 15 days post-surgery and the patient did not experience any other surgical complication. No further information was provided.